Manufacturer narrative:
H3& h6 evaluation found that the catheter was received in two sections. Examination revealed that the distal section measured approx 27 centimeters. The break at the proximal section of the catheter began at the 30-centimeters area, with two of the three markers present; there appeared to be approx two to three centimeter of catheter body unaccounted for in the area of the proximal infusion port, which is located at the 30-centimeter area. Further examination revealed what appeared to be indentations or depressions at the distal section of the break area that measured approx 0.5 centimeters in length. Visual inspection of the returned arrow introducer revealed folds or kinks in the sheath. The cause of the catheter separation may have been attributed to the catheter becoming caught on the sheath during removal.

Event description:
The catheter separated when attempting to remove it from the pt. It was further stated that the pt had to be taken to the catheter lab where the catheter was successfully retrieved using a snare. No pt injury was reported as a result of this event.